Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error alarm and cosmetic damage. Customer's blood glucose level was unknown. Customer advised the reservoir compartment was breaking off and the insulin pump had multiple motor error alarms. The insulin pump will not be returned for analysis.